Event description:
It was reported that the surgeon could not open the device after stapling during a laparoscopic sleeve resection. The surgeon cut the device out. The procedure was finished with a competitor's device. There were no adverse patient consequences.